Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause of the error message was due to the drivetrain motor brake assembly air gap was too wide, out of specification, which is likely attributed to the age of the device. The autopulse platform was manufactured in march 2014 and is over 9 years old, well past its expected serviceable life of 5 years. No physical damage was observed on the autopulse platform upon visual inspection. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The fault was found due to the drivetrain motor brake assembly air gap was too wide, out of specification at (0.014"). The brake air gap is not adjustable and continues to open out of specification of (0.008"). The brake gap needs to be replaced to address the reported complaint. Zoll awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse platform with sn (B)(6).

Manufacturer narrative:
The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The fault was found due to the drivetrain motor brake assembly air gap was too wide, out of specification at (0.014"). The brake air gap is not adjustable and continues to open out of specification of (0.008"). The drivetrain motor was replaced to address the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Corection and additional information, h11.

Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse (sn# (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powered on the platform. No patient involvement.